Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high out of range pacing impedances greater than 2000 ohms were observed on this right atrial (ra) channel of this implantable cardioverter defibrillator (ICD) via the remote monitoring system. A lead conductor fracture was suspected. Subsequently, the patient was scheduled for a clinic follow-up to program the atrial discriminators off. The physician will continue to monitor the patient via the remote monitoring system. This ICD remains in service. No adverse patient effects were reported.